Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker was experiencing pain and stimulation at the pocket site. A lead safety switch occurred on the associated right atrial (ra) lead, but no impedance measurements were available so the specific cause was undetermined. Noise was noted on the lead while in unipolar configuration but it was not reproducible. A boston scientific technical services (ts) discussed options for testing and optimizing the system.